Event description:
Complainant has been employed as a central supply supervisor since 5/5/93. During the course of her day, she dispenses gloves to the floor and on occasion, uses them herself. A particular brand of latex exam gloves her hosp uses on and off are consistently defective and are contaminated with mold. The boxes in which these gloves are packaged are printed with an ink which rubs right off. On 9/15/93 she began experiencing breathing problems and went to dr who began treating her as if she had asthma. Complainant had never had asthma before. She continued to work with the defective gloves and has continued to suffer attacks on and off for the past 2 mos. On 11/10/93 she suffered another attack and was seen by the co dr and sent home. Complainant has seen a lung disease specialist who told her she was suffering from a respiratory illness which is caused by a fungus and that she has been highly exposed to whatever is causing her reaction.